Event description:
It isn't functioning. Er2 error. Fs log# 99445. Ref: leep system 1000 - 110v l1000, complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported condition.